Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information provided, a definitive cause for the reported difficulty to close and entrapment could not be determined. Factors for difficulty closing the foot include but are not limited to; tissue or suture caught in the foot or posterior cuff partially deployed in the foot. The inability to close the foot likely contributed to the device entrapment. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction-d9: device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the common femoral artery using the pre-close technique prior to an interventional procedure. One suture was successfully pre-placed. Reportedly, with the second device, the footplate lever did not close. The device became stuck, requiring the device to be intentionally broken apart for retrieval. The sheath was upsized to a 14f and the interventional procedure was completed. Hemostasis was achieved with the first pre-placed prostyle suture and a non-abbott device. There was no adverse patient sequela and no clinically significant delay in the procedure or therapy. No additional information was provided.